Event description:
It was reported that during the implant procedure, the physician could not deploy the helix as it was damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): analysis of the returned device noted the helix/lobe is distorted/bent, damaged at implant.